Manufacturer narrative:
The returned valve was patent. The valve met the requirements for leak, reflux, siphon, valve flux, and preimplantation testing. The valve did not meet the requirement for pressure/flow testing. The valve met the requirements for leak testing. Therefore, the nature of the complaint could not be replicated by laboratory personnel. Biological and non-biological debris were observed on the interior of the valve. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were no environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve leaked prior to use.